Event description:
Unable to retract needle from IV catheter, resulting in discontinuing IV and starting another IV site.

Event description:
The sample was not returned for evaluation. The facility was contacted and the device was no longer available for analysis.